Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: (B)(6), serial/lot #: (B)(4), ubd: 01-dec-2020, UDI#: (B)(4).the valve remains in the patient and the delivery catheter system (dcs) was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into an existing non-medtronic surg ical valve, after the full valve deployment, when the delivery catheter system (dcs) was removed, the valve dislodged out of the surgical valve. After reviewing the angiographic images, it was reported that one of the tabs on the valve did not come out of the pocket on the dcs. This was determined to be the cause of the dislodgement. The physician elected to implant a 20 millimeter (mm) non-medtronic valve due to the small anatomy and the saphenous vein grafts (svg). The medtronic transcatheter valve was snared and the non-medtronic valve was implanted. No additional adverse patient effects were reported.